Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2011 during which the surgeon noted ¿a displaced portion of mesh, incarcerated portion of omentum tethered to the mesh and small bowel adhering to the previously placed intraabdominal mesh necessitated removal.¿ it was reported that mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, blockages, seroma drainages, adhesions and repetitive hernia recurrences. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 7/10/2024. Additional information: a1, a2, d3, d4, g1. . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 7/15/2024. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.